Event description:
A healthcare professional reported that a silent nite 3d appliance broke. It was reported that the anchors on the upper left side have fractured. The patient first received the device on (B)(6) 2024 and reported the issue on (B)(6) 2025. No injury was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not returned, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. The reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. However, pictures were provided by the customer. The pictures were reviewed and it appeared that an anchor was detached from the device. A connector was also attached to the fractured anchor. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).